Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited incorrect interpretation of signal that resulted in inappropriate shocks. Programming changes were successfully implemented. The patient was stable.